Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg and lead sites. It was also noted that the ipg area was constantly itchy and both the ipg and lead incision sites were very tender. The physician administered injection on the ipg as well as the midline incision sites, however, it only lasted for a short period of time and the patient was still in a lot of pain. Additional information was received that although the physician changed the pain medication, the patient continued to suffer from severe leg pain resulting to loss of sleep. It was also noted that the patient felt that the back was constantly hot and swollen. Additional information was received that the patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads were not returned.

Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg and lead sites. It was also noted that the ipg area was constantly itchy and both the ipg and lead incision sites were very tender. The physician administered injection on the ipg as well as the midline incision sites, however, it only lasted for a short period of time and the patient was still in a lot of pain. Additional information was received that although the physician changed the pain medication, the patient continued to suffer from severe leg pain resulting to loss of sleep. It was also noted that the patient felt that the back was constantly hot and swollen.

Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg and lead sites. It was also noted that the ipg area was constantly itchy and both the ipg and lead incision sites were very tender. The physician administered injection on the ipg as well as the midline incision sites, however, it only lasted for a short period of time and the patient was still in a lot of pain.

Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime in (B)(6) 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).